Manufacturer narrative:
(B)(4). (B)(6). Evaluation of the returned sample confirmed the reported failure. The investigation found the hub divider had shifted in the hub, causing bypass flow in the inflow tube near the hub divider. This resulted in a temperature alert and non-function of the antenna. Covidien is investigating corrective action.

Manufacturer narrative:
(B)(4). Date of initial report: 10/26/2015. To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that a temperature alarm occurred during the ablation procedure and the generator stopped. The system had to be restarted but the alarm continued to occur and the procedure could not be completed. No immediate complications have been detected.